Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient underwent revision surgery due to pain, swelling, necrosis of the skin at the site of the implant and extrusion of the device. Antibiotics (type not reported) were administered; drainage and new necrosis developed post operatively. The patient was explanted (B) (6) 2010. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
Per patient's surgeon, patient was reimplanted with a new device on (b)(6, 2010 this report is filed (B)(4), 2011.

Manufacturer narrative:
Device lost in shipping, device is not available for analysis.